Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a fusiform thoracic aneurysm of zone 3. The distal aortic arch was moderately tortuous. It was reported that after the proximal stent graft (MFR report # 2953200-2010-00718) was implanted, its distal edge did not appose the aortic wall due to the tortuousity of the distal arch. Therefore, the physician elected to implant a distal main stent graft with 50% overlap length with the proximal stent graft. After implantation of a distal-most talent stent graft and touching-up the grafts with a reliant balloon, the procedure was closed without any endoleak or other issues. However, 5 days post-implantation, a junctional type iii endoleak between the proximal and middle stent grafts was confirmed by the f/u CT. An intervention to treat the endoleak is pending. No additional clinical sequelae was reported, and the pt is fine.

Manufacturer narrative:
(B) (4): eval results and conclusions: endoleak. Moderate tortuousity of the distal arch.